Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake block assembly was broken. The technician replaced the stiffener plate, brake bushings, brake and brake/steer caster to repair the bed.